Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to undergo incoming testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, breaking all wires and damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.